Event description:
An alveolus aero tracheobronchial stent, 18mm x 80mm, was surgically placed into a pt for tracheal malacia. The subject recovered well post operation. Six days after stent placement, the pt was found collapsed in his home. Examination at autopsy revealed the pt's stent was occluded with mucous, obstructing his airway. Pt history, including current drugs and medicines, is not known.

Manufacturer narrative:
Using an alveolus aero stent for tracheal malacia is considered off-label. The alveolus aero stent is not indicated for use on pts with tracheal malacia, benign condition, as recognized by the FDA. Alveolus has received no product complaints for mucous plugging with regard to the current aero product line. A one year aero product family complaint trend analysis, inclusive of all failure modes, was reviewed; no unfavorable trend was noted for this product. The device has not been returned for eval; therefore, a failure analysis investigation is not available, and we are not able to determine the relationship between this device and the cause of this event. Alveolus is unable to review the mfg processing records for this stent since a lot number is not available.